Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an unknown surgical procedure, the drill bit was broke when was drilling the patient's bone. The tip of the drill bit was left in the patient¿s bone. There was no reported surgical delay or re-operation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.